Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient contact reported to technical services during troubleshooting that the patient has a hernia. It was reported that the patient pushes in the hernia after completing drains during peritoneal dialysis treatment. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient¿s umbilical hernia developed approximately a year after the patient stated performing peritoneal dialysis treatments. The nurse also indicated that there is no planned procedure to correct the hernia. No other complications were reported. There was no report of the patient missing any treatments as a result of the alleged event.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between ccpd therapy with the liberty cycler and the pt¿s umbilical hernia which reportedly developed 1 year after initiation of pd therapy. Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment; therefore, a possible causal or contributory relationship cannot be excluded. However, at the time of this clinical investigation there have been no reported allegations of a liberty cycler malfunction or product deficiency associated with the pt¿s umbilical hernia. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
Peritoneal dialysis patient contact reported to technical services during troubleshooting that the patient has a hernia. It was reported that the patient pushes in the hernia after completing drains during peritoneal dialysis treatment. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient¿s umbilical hernia developed approximately a year after the patient stated performing peritoneal dialysis treatments. The nurse also indicated that there is no planned procedure to correct the hernia. No other complications were reported. There was no report of the patient missing any treatments as a result of the alleged event.